Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -6.5/1.0/84 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault and narrow angles was observed, lens remains implanted. It was reported that the cause of event is unknown and that the device did not fail to perform as intended. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5: "the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -6.50/1.0/84 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vault; significant reduction of iridocorneal angles and a shallow peripheral acd. On (b)6) 2022 the lens was exchanged for a same model/shorter length lens and the problem was resolved. The cause of the event is unknown and the device failed to perform as intended. H6- health effect- clinical code: 4581 significant reduction of iridocrneal angles and shallow peripheral acd. Claim #(B)(4).

Manufacturer narrative:
B5: per updated information on 03-aug-2022, the lens was exchanged for a shorter length lens and the problem resolved. H3: device evaluation: lens was returned dry with residue/debris on product in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).